Event description:
It was reported that this right ventricular (rv) lead exhibited a shock pacing impedance out of range above 125 ohms. Technical services (ts) was consulted and noted that there was a gradual increase in the shock impedance of this rv lead. In clinic examination of the lead as well as programming enhancements were suggested. No adverse patient effects were reported. This rv lead remains in service.